Event description:
It was reported that the patient was implanted a zimmer mmc cup 56mm/48mm code n on the left side on (B)(6) 2010. Currently, the patient is being monitored due to loosening of the implant.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation results be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
X-rays were not received and the device is still implanted. Therefore the condition of the component is unknown patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) , and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes are reported in the dfmea which is available for every zimmer mmc cup and are continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.